Event description:
It was reported that a deflation issue occurred. A 1.50mm x 12mm emerge balloon catheter was advanced for use. However, during the procedure, the balloon experienced deflation issues. The procedure was completed with a different device. No patient complications were reported.